Event description:
It was reported that after the insertion process, when the nurse advance the guidewire she found it was hard to advance it smoothly, when she withdrew the guidewire, she found it was bent heavily, so she changed another set and asked us to evaluate our product. Returned sample shows a frayed guidewire.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. The damaged incurred to the guidewire exhibits severe tensile elongation of the outer coils and metal scoring at the bevel of the needle. The guidewire was returned lodged inside the needle. An attempt to remove the wire from the needle failed. During the placement procedure the user should not pull back the guidewire over the needle bevel as this may sever the end of the guidewire. The product IFU cautions the user to, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. A lot history review (lhr) of rexd0254 showed no other similar product complaint(s) from this lot number.